Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The reason for call was pt reported she cannot get anything to come up on her insr for the past few days. Pt clarified she cannot charge the ins battery pt reported she fell about 3 weeks ago on the concrete court and banged her head really bad. Pt went to the hospital. Pt still has a bump on the side of her head. Pt stated she was not moving her head around much because she would get a migraine headache from the fall. Pt stated she has not charged the ins in 3 weeks. Patient services walked pt through antenna locate and pt was able to connect to the ins to charge but is getting a "por" (power on reset) message. Pt stated she is charging with 8 coupling boxes. Pss told pt she will need to call back in to clear the por message with her pt programmer when her ins battery is at 50% charge. The troubleshooting steps that were taken on the call resolved the issue. No symptoms were reported.